Event description:
Per the clinic, the patient experienced headaches on implant side and subsequently opted for elective explantation. The receiver-stimulator was explanted on (B)(6) 2018 and the electrode array was left in-situ.

Manufacturer narrative:
(B)(4).